Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range, however, the diameter of the rv spring contact component was found to be out of specification. This out of specification spring contact may have contributed to the clinical observation[s].

Event description:
Boston scientific received information that the patient with this device experienced an inappropriate shock. Interrogation of the device revealed the right ventricular lead displayed high out of range impedance measurements and increased threshold measurements. Normal sensing and shock impedance measurements were obtained. The daily impedance measurements had increased suddenly. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. In addition, this device was removed and replaced due to normal battery depletion and upgrade procedure. The replacement device and lead were implanted on the patient's opposite body side. No adverse patient effects were reported.